Event description:
A user facility reported a broken haptic on 12/28/2007. On 01/30/2007, the following add'l info was rec'd from the surgeon: during insertion of the intraocular lens, the capsule tore. Enlargement of the incision and three stitches were required to accommodate removal and replacement of the lens. An anterior chamber lens model was used as a replacement. Subsequently, the pt developed corneal edema and closed angle glaucoma. The pt was treated with antibiotics, an anti-inflammatory, a lubricant and a hypotonic. Currently, the pt has hypertonia and iris adherence due to inflammation. The surgeon feels the problems that developed are the result of the fragility of the haptics on the complaint lens.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.